Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 100cc's. Pt had no adverse events. Sample has not been returned to the MFR.

Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation.